Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that during a blood transfusion on the bmt unit there was blood leaking at the bifurcation of the tubing. The nurse inspected the prbc(packed red blood cells) bag and noted that there was no accidental spikes through the bag. The medical doctor was notified and the transfusion was stopped. The customer states that there was no injury or reaction to the patient.

Manufacturer narrative:
Additional information added to: continued from d.11-100 ml baxter bag ndc 0038-0049-48 lot us003038 exp june 20 0.9% sodiumchloride injection the customer¿s report of blood leaking at the bifurcation of the tubing was confirmed. Functional testing found the set leaked at the engagement between the tubing and top of the filtered drip chamber. Closer inspection under a lab microscope observed insufficient solvent at the engagement between the tubing and the top drip chamber ports. The tubing¿s outer diameter was measured to be within specification. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found that blood had leaked from the top of the filtered drip chamber where the tubing connects. The root cause of the leak was identified to be a result of multiple contributing factors including gaps caused by incorrect bonding method into dispenser and flow restrictions that didn¿t apply a sufficient amount of solvent needed to facilitate full tubing insertion into the drip chamber cap.

Event description:
It was reported that during a blood transfusion on the bmt unit there was blood leaking at the bifurcation of the tubing. The nurse inspected the prbc(packed red blood cells) bag and noted that there was no accidental spikes through the bag. The medical doctor was notified and the transfusion was stopped. The customer states that there was no injury or reaction to the patient.